Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot # or any identification traceable to the mfg documentation. Additional info was requested by mail on 06/02/2010 and by phone on 05/19/2010, 05/26/2010 and 06/02/2010. A completed questionaire has not been returned. (B) (4). (B) (4).

Event description:
Adverse event(s): "eye infection" (infection); "significantly impacted my vision" (vision impaired); "allergic reaction" (reaction). Product problem(s): "no information" (no info). A consumer reported that following use of this product she contracted an eye infection which significantly impacted her vision. On 06/03/2010, she stated that her doctor originally thought it was due to allergies but then diagnosed allergic reaction. Her doctor switched her to a hydrogen peroxide product but when the event did not resolve he diagnosed her with an eye infection. She was treated with antibiotics and the event resolved. Additional info has been requested.